Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1) and an unspecified bard/davol ventralight st. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is only making a claim for an adverse patient outcome against the composix kugel (device #1).